Event description:
I pressed the safety button to retract needle before removing out of arm, I heard the click sound, when I walked over to throw the needle away in the sharps contained, I felt a poke on my left thumb, that's when I noticed the needle wasn't inside the safety mechanism.